Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, when the physician removed the pull wire, from the patient's stoma site, it was noted the coating of the loopwire had peeled off. No coating fell inside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device revealed the percutaneous stoma measuring device (psmd) tip edge to be damaged and irregular. The blue nylon coating of the pullwire was found to be scraped near the distal end. Pullwire was found to be kinked near the hub. No remnants of the peeled nylon coating were returned. The condition of the returned unit was consistent with the complaint incident that the device pullwire coating peeled. The edge of the psmd has been determined to be too sharp thus catching on the nylon coating of the pullwire and causing the coating to peel as the pullwire is pulled through the psmd. The design of the psmd has been determined to be the most probable root cause of the failure. A CAPA is ongoing related to this issue. A review of the device history record was performed and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 13752802.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, when the physician removed the pull wire, from the patient's stoma site, it was noted the coating of the loopwire had peeled off. No coating fell inside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.